Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery 2 or 3 times the week before and the customer received a no delivery followed by a motor error alarm the day of the call during prime. Blood glucose value was the time of the incident is unknown, the mother stated that it had been in the 300 mg/dl range due to puberty and most recent reading was 130 mg/dl. The no delivery alarm was resolved by a complete set change. During troubleshooting, it was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and manually prime, but the device alarmed during fixed prime. The device was returned for analysis.